Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found debris around siderail latch and spring. He cleaned and lubricated the latch and spring to repair the bed.